Event description:
Good afternoon, I work for the (B)(6) as a pharmacy technician and we recently installed a new system that allows our tcgrx (pill packager) to communicate with our pyxis console (medstation 4000) for a more efficient and accurate medication refill. I would like to state firstly that when tcg prints the medications out they print back to back there is no superstation and this is were our incident came from. While a technician was separating the medications said person left one losartan on the beginning of a senna strip. When the pharmacist continued to check the refill prior to delivery, pyxis was again missed. We as a facility, scan a medication before a pocket opens for refill. This was done, the senna pocket opened for refill and the losartan pill was put into the pocket on xx.xx.2021. Three days later a nurse stopped one of our technicians after the refill and stated she had found a losartan in a senna pocket. The two inventoried to find the nurse was correct, and they also inventoried the losartan to make sure there wasn't any incorrect medication in the pocket. The technician removed the medication from the senna pocket brought it back to the pharmacy and told the department manager about the incident a jpsr was put in, and the medication was disposed off. We have since spoken to our tcg contact from the installment of the new system to see if we can change the programming to place a blank package in between medications. They have informed us that is not possible. We did inform them that it does currently happen when you manually choose to print multiple medications, but they continued to state it was not an option. We are currently trying to work with tcg to have the medication print out alphabetically, we aren't sure that this will be a good fix.. (B)(4).